Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that the adhesive was not sticking to the plastic portion of the infusion set causing it to fall off. This caused the patients' blood glucose to increase to 400mg/dl, and a manual injection and correction bolus was administered. Unknown patient's condition at this time. Please reference MDR # 2183502-2016-01422, 2183502-2016-01423, 2183502-2016-01424, 2183502-2016-01425, 2183502-2016-01427, 2183502-2016-01428, 2183502-2016-01429, 2183502-2016-01430, 2183502-2016-01431 that are also associated with this complaint.